Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor power was too low and the trigger was blocked and lacked power. It was further determined that the motor seals and bearings were taking air. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check for untrue running, check function of soft mode switch (safety system), check for air leak, check attachment coupling with attachments, check the attachment coupling, general condition and check reverse locking mechanism. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse mode was not possible on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.